Event description:
Additional information received noted that the right ventricular lead exhibited low pacing impedance, high capture threshold, and decreasing p wave sensing.

Event description:
Additional information received noted that the right ventricular lead exhibited low pacing impedance and high capture threshold.

Event description:
Related manufacture reference number: (B)(4). It was reported, that the patient was symptomatic of perforation caused by the right ventricular lead. During reposition, it was noted, that the helix of the right ventricular lead failed to extend. The reported lead was explanted. And a new lead was used. During implant of the new right ventricular lead, it was noted, that the set screw of the implantable cardioverter defibrillator header was stripped. And the new lead could not be screwed in. The implantable cardioverter defibrillator was explanted. And the procedure was completed with a new implantable cardioverter defibrillator on (B)(6) 2023. The patient was in stable condition.